Event description:
A report was received that the patient experienced loss of stimulation after a non-device related fall. The patient underwent a revision wherein the old lead was replaced. The patient did well postoperatively. During product analysis, it was found out that the lead was severed and all contacts were out of the lead. All contacts were retrieved from the patient's body.

Manufacturer narrative:
Device evaluation revealed that the lead was severed from the proximal ends of both lead bodies. In addition, visual inspection found all 16 contacts being out of the paddle.